Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five years prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb.